Event description:
I had lasik done in 2006. Unfortunately, the surgeon changed the surgery last minute while I was prepped and sedated for the procedure. I had first picked the prk then epi lasik procedure because he said I was a candidate for all of the procedures. I never chose lasik because of the risks but he did it anyway. I had good vision for a year although I needed my left eye retreated after 6 months because the flap was not done well. When my eyesight was changing, I saw him and we thought I should wait because at that time I was pregnant with my first child and to come back after then we can measure again. He sent me to a corneal specialist and I was diagnosed with ecstasia of the corneas. Since then, it has been getting worse and trying to get help but as my eyes are getting worse nobody seems to care. My life changed drastically and have been so depressed. I feel sick to my stomach every time I think of what that doctor did to me. I should have walked out when he changed the surgery procedure last minute. Because many people have had no problems with the surgery (or maybe not yet) I think there are many risks and life changing if things go wrong perhaps this should be investigated more thoroughly and may be stopped.